Event description:
The day after the date of event the lay patient contacted lifescan alleging that his one touch basic enhanced meter had missing segments in the display. The medical affairs specialist (mas) sent a letter to the patient after unsuccessfully attempting to contact him by phone on two different days at different times. The patient said tht he had symptoms of "high" blood glucose level on the date of event he did not provide specific symptoms. He was unable to read the displayed reading on the reported meter becauase "it looked like the numbers were not complete". He called an ambulance and was transported to medical center. Results, including a laboratory result, described as "400 something" and/or 474 were obtained. The patient was treated with insulin; the insulin type and dose were not provided. The customer care advocate (cca) confirmed that the meter displayed had missing segments. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a decipherable meter result while experiencing what he described as "high" blood glucose symptoms. He later received medical treatment with insulin.